Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Visual analysis of the photographs identified: visibility/palpability: unable to observe since it is not related to the device. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "violation of the integrity of an allergan implant" and "mastoptosis grade iii. Asymmetry of the mammary glands". Healthcare professional later reported "violation of integrity of the implant" and "capsular contracture baker grade I". This record is for the right side. The device was explanted and replaced.